Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Dexcom representative advised the patient not to change transmitters during a sensor session and to allow the bluetooth pairing to complete before starting the sensor session. No additional patient or event information is available.